Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however it is likely that a failure of the emergency light led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The reported issues were discovered during an unknown diagnostic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a defect in the emergency light and an error code (e207) due to an internal failure of the emergency light. The nbi failure occurrences were unable to be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite xenon light source had an emergency light malfunction with (e207) displayed. Additionally, it was reported that the narrow band imaging (nbi) did not work sometimes. The reported issues were discovered during an unknown procedure. During a follow-up with the customer, it was indicated that the reported issue occurred after there was a lightning strike nearby. The customer also stated that the nbi is hard to operate in the winter. There was no patient/user harm or injury reported due to the event.